Event description:
During a coronary artery drug eluting stenting treatment procedure a stent embolization occurred. The physician was treating a lesion with a 2.5x8mm taxus liberte' drug eluting stent, however, lost the stent into circulation. The stent was not removed from the patient and no complication were reported. The patient is being monitored carefully.